Event description:
On 2025-apr-04 (B)(4) (hcp): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) system had caught fire. It was removed from the hospital by the fire department. Prior to the fire, it was reported that the mobile view station (mvs) was plugged into a wall outlet with the umbilical attached and there was a clicking noise. System was part of a trade in deal and was waiting to be removed by medtronic. No patient was present at the time of event. The imaging system was removed from the hospital.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000125, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.